Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that infusion head was not unobstructed, and there was insufficient infusion delivery before the vitrectomy surgery. The surgery was completed but replacement details were unknown. There was no impact to the patient.

Manufacturer narrative:
Corrected information provided in b.2, h.2, and h.11. Upon further assessment, it has been identified that the insufficient infusion delivery occurred before the surgery (no patient contact). Hence the reported event does not meet the criteria for reportability as per applicable regulations. No further reports will be submitted under mfg. Report number 1644019-2026-02559. The manufacturer internal reference number is: (B)(4).